Manufacturer narrative:
Unit is being returned to the company for further evaluation.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.